Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the softkeys on the device were not functional which would not allow the device to power on or deliver defibrillation therapy if needed. There was no pt use associated with the reported failure.